Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: h3, h6: the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation of " 03.114.007, drill bit ø1.1 l75/61 2flute" can not revealed the reported condition. As, the evidence provided was not sufficient to confirm the reported event of will not cut or dull. Functionality issues cannot be evaluated through photo investigation. But from the provided evidence we can observed that the drill bit has been bent. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the drill bit ø1.1 l75/61 2flute would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part# 03.114.007. Synthes lot# u405792. Supplier lot# u405792. Release to warehouse date: 24.may.2022. Supplier: (B)(4). No ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the pre-operative assessment, the doctor became upset because they had specifically requested the compact hand av, but the traditional compact hand was sent for the procedure. During surgery, the doctor requested the use of the 1.5 system, and it was then discovered that one of the two 1.1 drill bits was bent. The other 1.1 bit was attached, and the doctor became even more frustrated because it was too dull, hindering its proper functioning during the drilling process. The surgery was successfully completed with this bit. There were no adverse effects on the patient, nor were there any alterations to the surgical schedule.